Manufacturer narrative:
Follow-up #1: date of submission: 06/23/2016 .device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, there was rust observed in the battery compartment and on the underside of the battery cap. A leak test failed due to a battery compartment leak. The battery compartment was found to be cracked above and below the bumper pad traveling down towards the case seal. The pump was opened and there was no further evidence of moisture internally. The pump did not power up during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture found within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.